Manufacturer narrative:
On 7/11/ 2019 mentor became aware that on previous report , the date of arrival of device unintentionally missed, which was on (B)(6) 2019. Device evaluation: the analysis results show that the device appeared intact. Additional testing was not performed to avoid compromise the device integrity. No additional anomalies were observed. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 5/20/2019, indicated that the lot number of suspect device upon arrival is different that what the reporter reported to mentor, which this lot is 7584724. On 5/20/2019, the manufacturing record evaluation (mre) for lot number 7584724 was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 6/6/2019, indicated that the left suspect device serial number is (B)(4). Concomitant product: right_mentor smooth round moderate plus profile 650cc saline breast implant catalog number 3502650. Serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown breast augmentation with mentor smooth round moderate plus profile 650cc saline breast implants which the left side deflated after implantation. The issue was confirmed. As a result patient had the device removed on (B)(6) 2019.